Manufacturer narrative:
No procedure delays or cancellations were reported. A steris service technician arrived onsite to inspect the surgical table and found the single floor lock cylinder required repair. As the floor lock cylinder was not operating properly, hydraulic fluid leaked from the cylinder located at the head-end of the table. The technician replaced the floor lock cylinder, tested the unit and confirmed the table to be operating properly. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported hydraulic fluid leaking from their surgical table. Due to the hydraulic fluid leak, an employee near the surgical table reportedly slipped and fell. The employee did not sustain an injury and no medical treatment was sought or administered.